Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, both motors of the turrets did not work properly. The motor takes a while to move after sitting for a while. At times, the mesh turret motor does not move at all. In addition, the scope detection switch was worn and fails to work as normal. The probable cause of the defects was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii xenon light source image is intermittent once the optic is connected. The event occurred during preparation for use. During a standard service inspection of the customer returned device, it was found the image was too dark and scope detection failure was observed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was unknown whether the phenomenon of ¿image displayed intermittently¿ was attributed to the subject device. The phenomenon was not confirmed at the repair site. The phenomenon of ¿scope detection switch does not work properly¿ may be attributed to worn out scope detection switch. Olympus will continue to monitor field performance for this device.